Event description:
It was reported that the patient had experience kidney failure. The target lesion was located in the lower extremity vein. An angiojet zelante catheter was selected for thrombectomy procedure. Powerpulse was used to begin the procedure and 300ml of thrombolytic agent were infused. Thrombectomy was performed which removed 180cc. Following the procedure, the patient experienced kidney failure and dialysis were needed. The physician attributed this to use of the angiojet device. No further complications were reported.